Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the subject device likely has no abnormalities. Errors may be detected due to dust/ chemical residues on the electrical contacts, or due to unstable connection of the digital light source cable, causing the communication errors between scopes. This issue is addressed in the instructions for use (IFU): "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." "Code : b30 error message : contact olympus scope communication err (b30) possible cause : foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Solution : wipe the electrical contacts on the endoscope connector using clean lintfree cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac stated that the customer wiped down the gold contacts and the error occurred on two scopes and towers. Tac was unable to get the device details during troubleshooting, but later confirmed that the issue was resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus that a customer¿s evis exera iii video system center had an error code b30. There was no harm, infection or user injury reported due to the event.